Manufacturer narrative:
Based on examination of the returned product, it was concluded that the abrasion marks noted on all of the pump tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation of the shorter pump exhaust tube. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number: 2759213.

Event description:
According to the available information, the pump collapsed and the device will not fill. Intraoperatively, the clear tubing from the pump to the cylinder was found completely severed / cut in half. The device was revised/replaced.